Event description:
The customer observed falsely elevated alinity I total -hcg results for a 28-year-old female patient. The following results were provided: (reference range: 0-5 miu/ml) sid (B)(6) initial result = 33.72 miu/ml, retest result = <1.2 miu/ml no impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. This report is being filed on an international product, list number 07p51-74 that has a similar product distributed in the us, list number 7p51-21 / 31, with 510k/PMA/bla number k170317. All available patient information was included. Additional patient details are not available.